Event description:
It was reported that patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that migrated.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4)., serial: (B)(6), lot: a000140183 the event of lead migration was reported to abbott. The patient's lead was explanted and replaced due to migration. Therapy was restored the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.